Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument would not fire during the procedure. Another al326 instrument was used to complete the case.